Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic cholecystectomy, surgeon noted that the tip of the pouch had not been sealed and it resulted in the pouch remaining open. The device was not used on patient. The procedure was completed with another device. The status of the patient was reported as fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv found that the specimen pouch had separated at the distal end. Manufacturing plant found that there was traces of weld, welding area of the bag was observed to be uniform. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to misuse of the device. If information is provided in the future, a supplemental report will be issued.